Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when not active. During the follow-up visit there was a good signal and nothing occurred when the device or electrode were touched or moved. With different maneuvers there was a loss of baseline in primary and alternate vectors, but not in secondary vector. Therapy was programmed off and the patient was sent home. Boston scientific technical services (ts) was consulted for review of the episode and x-rays. Upon review, ts noted the noise appeared to be consistent with changes in impedance pathways. The x-rays also may indicate an electrode fracture. Ts suggested full system replacement and discussed other programming options. The physician would contact the patient to determine the appropriate course of action. At this time the s-ICD and electrode remain implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when not active. During the follow-up visit there was a good signal and nothing occurred when the device or electrode were touched or moved. With different maneuvers there was a loss of baseline in primary and alternate vectors, but not in secondary vector. Therapy was programmed off and the patient was sent home. Boston scientific technical services (ts) was consulted for review of the episode and x-rays. Upon review, ts noted the noise appeared to be consistent with changes in impedance pathways. The x-rays also may indicate an electrode fracture. Ts suggested full system replacement and discussed other programming options. The physician would contact the patient to determine the appropriate course of action. At this time the s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when not active. During the follow-up visit there was a good signal and nothing occurred when the device or electrode were touched or moved. With different maneuvers there was a loss of baseline in primary and alternate vectors, but not in secondary vector. Therapy was programmed off and the patient was sent home. Boston scientific technical services (ts) was consulted for review of the episode and x-rays. Upon review, ts noted the noise appeared to be consistent with changes in impedance pathways. The x-rays also may indicate an electrode fracture. Ts suggested full system replacement and discussed other programming options. The physician would contact the patient to determine the appropriate course of action. At this time the s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.